Event description:
The distal tip spring component became entangled in the chordae during the case. No report of surgical intervetnion was received. The user indicated prolonged surgery from the incident; no post-operative consequence was reported for the pt.